Manufacturer narrative:
(B)(4). No complaint was received with return of device. Failure event observed during analysis. An insulation abrasion exposing the outer coil was noted at 12.4 cm to 12.5 cm from connector pin. Abrasion are consistent with constant friction with another implantable device. (B)(4).

Event description:
The report is to advise of an event observed during analysis.